Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that she had unexplained high blood glucose of 369 mg/dl to over 600 mg/dl. At the time of the call, the customer had blood glucose of 413 mg/dl to 433 mg/dl. Troubleshooting found that the drive support cap was normal and that a tubing clamp would be provided. Customer was advised to change out the entire set, reservoir and insulin and treat per their doctor's instruction and to follow up with their doctor regarding the high blood glucose. Customer was advised to call back when the tubing clamp is received to further troubleshoot.